Event description:
The attorney alleges that the pt underwent a procedure for scoliosis that included an l2 to l5 decompression with spinal fusion at t11 to l1. Rods were implanted and connected with a domino connector. There was no reported evidence of complication or fracture during this procedure. Approx 16 months later, the pt was bending over reaching for an object when she felt a pop in her back and heard a loud snap. X-rays revealed both rods had broken. Both rods were replaced in the subsequent revision surgery. No further complications were reported. Review of the explanted rods by an unk source suggests metal fatigue.

Manufacturer narrative:
(B)(4). Neither the device nor imaging films were returned to the MFR for eval. A review of the device history records is not possible without additional device info. Therefore, we are unable to determine the cause of the event.